Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Performance data was also collected for the lead and analysis of the device memory indicated the pacing capture threshold in the rv (right ventricle) was elevated and a r-wave amplitude measurement issue. It was noted in (B)(6) 2014, rv capture threshold had risen to greater than 3.5v and was variable and the low r-wave amplitude had decreased from approximately 5 v to 0.3 mv starting in (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited complete exit block with high thresholds and rising thresholds. It was noted the rv lead and right atrial (ra) lead showed undersensing with low sensing measurements and the ra lead also exhibited rising thresholds. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.